Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 89 mg/dl, and the meter bg reading was 44 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered (bg value was not known). Customer administered a glucagon injection to address the issue and went to the emergency room. Reportedly, the customer lost consciousness due to the low bg. Customer was subsequently admitted to the hospital and treated with dextrose, resolving the issue with no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Customer still in hospital at time of report so no release date could be obtained. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.